Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would occasionally crash and reboot during a "save to pdf", while in a session post device interrogation. It would reboot and display an error code 11760085. Cycling power cleared the error. The caller will run the service disk to fix the error. If that does not work, they will call back. The programmer remains in use. No patient complications have been reported as a result of this event.